Event description:
It was reported that early battery depletion of the device was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Performance data was collected from the device and analyzed. Analysis revealed that the battery voltage was pre/approaching eri (elective replacement indicator). The battery voltage data in s2d file (B)(4) shows battery equaling 2.71 volts on (B)(6) 2012, battery impedance equaling 5120 ohms, aging timestamp date on (B)(6) 2012, device is before rrt (recommended replacement time).